Event description:
The customer contacted baxter's service center regarding a system error 2240 and system error 2367 which occurred on the homechoice (hc) during dwell 1 of 4. The home patient (hp) cycled the power several times and the alarms cleared. The hp then restarted setup and therapy with the same supplies. The technical service representative (tsr) explained that the setup was compromised and assisted in ending therapy. The tsr advised the hp to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the registered nurse on (B)(6) 2012. She said that she spoke with the patient extensively about this incident, and did not think that the patient had reused supplies. The patient had received the alarm, disconnected, and turned the machine off. She alleged that the care giver (cg) then entered the room and turned the machine back on. When the cg saw that the hc was in dwell 1, she reconnected the patient. The nurse stated that it was then that they called in to baxter. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.